Event description:
It was reported that during an unknown procedure, they positioned the echelon on the stomach and closed, then they decided to reposition it, and when they opened the reload came out. They changed the reload for a new one. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2024. D4: batch # unk. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, a response has not been received. Should additional information be received at a later date, a supplemental mw report will be submitted. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/7/2025 additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient consequences.